Event description:
The iab leaked. This was the on ly information at the time fo the report. On 06/10/1998, the following was reported to datascope: the iabp was alarming "catheter fault". The pt went for coronary artery bypass graft & the iab was removed the next day. The pt was stable after the event. There was no pt injury of complication as a result of the event. (Event complications): unknown - reported 05/11/1998; none from teh event - reported 06/10/1998.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: laboratory examination of the retruned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.